Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The patient is currently undergoing radiation treatment. A device download successfully restored the device however the patient noted pocket stimulation occurring. The patient would continue to be monitored with regular follow ups.